Event description:
False positive result (s). Be aware this test will give you a positive reading if you have the flu. Tested twice with this brand and got positive readings when I did not have covid-19 but had the flu! Caused a huge scare right before the holidays! 0/10.